Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." Date explanted - only the locking bar portion of the tibial tray was removed and replaced. The tibial tray was not reported to have been removed.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(4) 2013, due to the locking bar backing out. The locking bar was removed and replaced.